Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - were there patient consequences? If yes, please specify. --no. - name of the procedure? - what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - did the needle fall into the patient? If so, please provide the following information: - were x-rays taken to locate the needle? - was the needle piece removed from the patient during the same procedure? A. Does the needle remain in the patient¿s tissue? B. "What tissue structure is it located? Size of the needle retained c. Are any plans in place to remove the needle piece in future?" - if retained, what is the surgeon's opinion of consequences to the patient? --please refer to the event description, other information requested is unknown. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. --no device can currently be returned. According to feedback of the sales rep on 15-jan-2025 via phone, product code should be vcp433h , lot number 103e50 , quantity to be returned should be (B)(4).the other product code vcp433h , lot number should be 101xjc , quantity to be returned should be (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if both lots 101xjc and 103e50 were used and experienced suture malfunction (suture pull off issue) during the single procedure? D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 UDI, d9, h3, h6. Additional information was requested, and the following was obtained: please clarify if both lots 101xjc and 103e50 were used and experienced suture malfunction (suture pull off issue) during the single procedure? --yes. Investigation summary ==> the product was returned to ethicon for evaluation. One open sample with a detached needle and a partially dispensed suture was returned for analysis. Product code vcp433h. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this resulted in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.